Event description:
It was reported that during a dialysis treatment procedure, a balloon rupture occurred. The 75% stenosed lesion was located in the non tortuous, non calcified brachial artery. The physician inflated an 8mm utrathin diamond balloon catheter. Then the physician inflated a 10 x 40 x 75cm mustang balloon catheter to 24atm, but the balloon ruptured and split horizontally into two parts. While attempting to retrieve the device, a part of the separated piece was rolled up and resistance was encountered withdrawing it from the sheath. The entire device was successfully removed from the patient. There were no patient complications and the patient status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a dialysis treatment procedure, a balloon rupture occurred. The 75% stenosed lesion was located in the non tortuous, non calcified brachial artery. The physician inflated an 8mm ultrathin diamond balloon catheter. Then the physician inflated a 10 x 40 x 75cm mustang balloon catheter to 24atm but the balloon ruptured and split horizontally into two parts. While attempting to retrieve the device, a part of the separated piece was rolled up and resistance was encountered withdrawing it from the sheath. The entire device was successfully removed from the patient. There were no patient complications and the patient status is stable.

Manufacturer narrative:
Device evaluated by the manufacturer: examination of the returned complaint device revealed that the device was received for analysis, inserted through an introducer sheath. A break was present in the shaft at 73cm distal to the strain relief. An examination of the shaft at the break site found that the shaft was stretched down at break site and as a result the markerbands were free moving on the shaft. A complete balloon circumferential tear was present at 3.3cm distal to the proximal balloon sleeve. This proximal section of the balloon tear was also torn longitudinally. The distal section of the balloon tear, including the tip and distal end of the shaft break was stretched down onto the returned guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).